Event description:
It was reported that pump experienced recurring malfunction alarms with code 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, resumed insulin therapy, and planned to continue using current pump while relying on alternate method if necessary.